Event description:
It was reported that the patient was in hospital for an open heart surgery and an initial device implant. During a post-implant device check-up, the right atrial lead exhibited loss of sensing and high capture threshold. A chest x-ray was performed and indicated fluid in the patient's lung due to pneumonia which was not contributed or caused by the device. Upon interrogation on (B)(6) 2017, the atrial lead was noted to have dislodged and migrated to the ventricle. Due to the patient's condition, the physician decided not to do anything invasive and reprogrammed the device. The patient was recovering in the nursing home.